Event description:
On 3/5/97, the facility's risk mgr informed the MFR's (MFR) sales rep that the device catheter sheared under the clavicle. The device was removed by the implanting physician and the distal end of the device catheter was removed by a physician in radiology. No further details were provided at this time.

Manufacturer narrative:
The MFR has made numerous attempts by telephone and via correspondence to the facility risk management in an effort to obtain further information and/or return of the device for analysis; however, the MFR has not received any response from the facility. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of the event. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.